Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pacemaker implant procedure, several attempts to extend the helix were made but was unsuccessful. It was believed that the helix was damaged while putting it through the sheath. Another lead was used and the patient was stable.